Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a clinical study. It was reported that patient underwent right total hip arthroplasty on an unknown date. Subsequently, a revision procedure was performed on the right side on (B)(6) 2010 due to dislocation.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2013-04817 and 2014-00857).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.there are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, ¿dislocation and subluxation due to inadequate fixation and improper positioning."this report is number 2 of 4 mdrs filed for the same patient (reference 1825034-2013-04817 & 2014-00857 & 02893 & 02898).

Event description:
It was reported that a patient enrolled in a clinical study underwent a total right partial hip arthroplasty on (B)(6) 2010. Subsequently, patient underwent a revision on (B)(6) 2010 due to an unknown reason. It was further reported patient underwent a revision procedure on (B)(6) 2010 due to dislocation. Subsequently, patient underwent an irrigation and debridement procedure on (B)(6) 2010 due to a non-healing surgical wound. The head and liner were removed and replaced.